Event description:
On (B)(6) 2015, it was reported that a patch came off after a hot shower and all day outside. There was no adverse event reported, and the patient replaced the patch. No additional information was provided related to the complaint. This complaint is being reported because the issue remains unresolved.

Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.